Event description:
Related to MFR report: 2183959-2012-01901 and 2183959-2012-01903. On or about (B)(6) 2009, an perigee system and two other ams products were implanted in the plaintiff to treat her cystocele, rectocele and stress urinary incontinence. The plaintiff¿s attorney alleged ¿in (B)(6) 2009, plaintiff noted to have extrusion of the mesh at the right posterior vaginal wall. On (B)(6) 2009, doctors diagnosed plaintiff with extrusion of the vaginal graft. The mesh was surgically excised.¿ it was also alleged, the plaintiff ¿developed a band of scar tissue on the right lateral posterior vaginal wall¿ that caused the plaintiff ¿pain and discomfort.¿ the plaintiff ¿underwent an add¿l surgery on (B)(6) 2010, for excision of scar tissue.¿ it was additionally alleged, the plaintiff continued to have ¿pelvic pain and discomfort,¿ so the ¿plaintiff underwent a third surgery on (B)(6) 2011, for release of scar tissue and excision of the right posterior wing of the apogee graft.¿ it was also alleged, the plaintiff has ¿suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life¿ and other damages.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.